Event description:
It was reported to philips that the device experienced a delayed shock. There was no reported patient involvement.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was not confirmed; no error on printout and no error in log files. Advised the biomed to perform operations check and to observe the person as they perform the shift check and see if this is a perceived thing only, or possibly a user error. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during testing, a definitive cause for the alleged failure could not be determined. Rse advised the biomed. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.